Event description:
Approximately nineteen months after the index procedure, the pt was readmitted with unstable angina. Coronary angiography demonstrated an 80% in-stent restenosis of a previously deployed cypher stent.